Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The technical investigation shows that the device met the specifications. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported that he was unable to perform laser assisted cataract surgery on one patient, due to the an imaging issue with the oct. According to the surgeon, the oct for the circle scan and the control points displayed inferiorly on the screen, which did not allow him to see the posterior of the lens. The capsuolotomy function was turned off, the eye was scanned again, but the image was abnormal. The surgeon decided to convert to conventional surgery and completed it with no complications. In a follow up, the field service engineer reported that the system was rebooted and worked fine for the rest of the day. No further information is expected.